Manufacturer narrative:
(B)(4). Final analysis of the pump revealed a pump tube drug permeation. Fluid that had permeated through the pump tube was seen in the compartment under feedthru's and was believed that this pooled fluid at one point shorted the feedthru's and is the cause of the low battery resets and pora's. Catheter analysis: only the pump connector and a short segment of catheter were received for analysis. Surface of catheter had slight abrasions and mineral deposits present but over all had acceptable catheter testing.

Event description:
The pump was replaced due to eol (end of life). The catheter was also revised, the reason was given as the surgeon wanted to use "sutureless pump connector to connect the new pump, and there was extra catheter that was not needed (extra was initially implanted as pt very young, but she remains small, so excess not needed), so he simply trimmed the excess". It was also noted that the managing doctor "wanted catheter tip moved to a different vertebral level in order to maximize therapy." The drug infused was reported as lioresal.